Manufacturer narrative:
It was reported that the compressor mini was producing noise and shutting off. The compressor was investigated on site by our field service engineer and further investigation revealed that the drainage valve was defective. Issue resolved by replacing both compressor motor and drainage valve. Device passed all performance and safety tests according to factory specifications and was handed over to customer in working condition. However, no part returned for investigation. No root cause can be established by this investigation.

Event description:
It was reported that the compressor was producing noise and shutting off. There was no patient harm. Manufacturer´s ref.#: (B)(4).